Event description:
Customer reported experiencing intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly the customer was using fiasp insulin. Tandem clinical support informed customer that fiasp is off-label per the user guide. The customer attempted to resolve the occlusions by changing pump supplies and resumed insulin therapy. The customer reverted to an alternate method of insulin therapy.